Manufacturer narrative:
D10 concomitants: 4969702 300-10-15 - equinoxe replicator plate 1.5mm o/s. 5128511 300-20-02 - equinox square torque define screw drive kit. 4976144 300-30-14 - equinoxe preserve stem 14mm. 4938029 310-01-50 - equinoxe, humeral head short, 50mm (beta). 5142727 315-35-00 - glnd kwire. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 7 years 4 months post initial operation. Patient returned to surgeons office with pain, decreased rom, and loss of strength. Upon revision, the poly was explanted and there was significant wear. We converted to reverse total shoulder arthroplasty, djo baseplate and glenosphere, exactech humeral components, +0mm humeral adapter tray and 36mm +0mm poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The revision reported in may have been the result of the glenoid wear. A contributing factor to the prosthesis wear may be the glenoid implant¿s non-conforming packaging. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.